Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 5 was failed to detect on the communication bus. The field service engineer reseated the pyxibus cable; however, drawer 5-1 was still not detecting any pockets. The fse replaced the retractor cable, which restored the drawer's functionality. The fse observed that all pockets in auxiliary drawer 2-1 were not displaying. Upon investigation, the fse identified a faulty control board, which was subsequently replaced. The fse then rebooted the main drawers and replaced the retractor band cable to fully restore the station. Finally, the fse verified that the customer completed an inventory check and confirmed that all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.